Event description:
It was reported the customer's screen was going into their insulin pump. Customer's blood glucose was 49 mg/dl. Customer stated they had over bolused, causing their low blood glucose. The customer treated their low blood glucose with sweet tea. Customer was advised to disconnect from the insulin pump and revert to a back-up lan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime unit during prime, compromised force sensor error test due to faulty fsr gold. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The unit was received with bleeding lcd glass. The unit was received with cracked case at display window corners, display window and belt clip slot. The unit was received minor scratched lcd window.